Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. The customer successfully reset the pump with the assistance of technical support, following the guidance provided, and was advised to report back if any malfunction code recurs. No further issues were detected after the reset.